Event description:
New information noted that the right atrial lead and right ventricular lead were both explanted due to noise and fracture. When the leads were attempted to be extracted, the helix on both leads were unable to retract and the leads were cut. After the procedure, the patient was in the recovery and it was noted that the patient became hypotensive and complained of chest pain. A moderately sized pericardial effusion was observed. Drainage was performed and the patient was transferred to intensive care.

Event description:
New information noted that both the right atrial and right ventricular leads were both explanted and replaced for unspecified reasons. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and helix mechanism issue were confirmed while the reported event of lead fracture was not confirmed. A complete lead was returned in three pieces with the helix bent consistent with procedural damage. Analysis found internal insulation abrasion breaching the ring electrode, right ventricular and inner coil lumens exposing the inner coil in between the shock coils at 9.2cm to 10.6cm from the distal tip. The cause of the reported event of noise was isolated to the abrasion of the inner coil lumen exposing the inner coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited sensing noise. No intervention was performed. The patient was in stable condition.